Event description:
It was reported that the arctic sun device had an alert 116 (patient temperature 1 change not detected). Cooling started 1.5 hrs ago and target temperature was 33c. They started around 36c. The patient temperature was 34.8c via foley with good urine output. Water temperature was 5.6c and flow rate was 2.5 l/m. Esophageal probe temperature was 33c. The nurse stated they are not 100% sure esophageal was in proper placement. The patient temperature dropped to 34.6c. Per follow up 1 on (B)(6) 2021 via nurse, stated the issue was patient related and was able to be resolved. Patient completed therapy.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 116 (patient temperature 1 change not detected). Cooling started 1.5 hrs ago and target temperature was 33c. They started around 36c. The patient temperature was 34.8c via foley with good urine output. Water temperature was 5.6c and flow rate was 2.5 l/m. Esophageal probe temperature was 33c. The nurse stated they are not 100% sure esophageal was in proper placement. The patient temperature dropped to 34.6c.